Event description:
It was reported that the procedure was to treat the left anterior descending (lad) and first diagonal coronary arteries with moderate calcification, moderate tortuosity and 70% stenosis. The lad lesion was wired and pre-dilated with a 2.5x15 mm non-abbott balloon and the diagonal was pre-dilated with a 2.0x10 mm non- abbott balloon. A 3.5x34 mm non-abbott stent delivery system (sds) failed to cross the lesion so pre-dilatation was again performed with a 3.5x15 mm non-abbott balloon. The 3.5x23 mm xience proa stent was advanced to the lesion and was deployed to proximal lad to first diagonal without issue. A non-abbott guide wire was advanced across the stent struts. The patient then had hypotension, and echocardiogram showed cardiac tamponade, angiography showed a perforation located in the mid lad. The perforation was not caused by the xience proa stent. Pericardiocentesis was performed and retrieved 460 ml of blood. A 2.8x19 mm graftmaster covered stent was attempted to be advanced; however the device failed to cross the lesion due to the anatomy, therefore a 3.0x15 mm non-abbott balloon was dilated for 10 minutes 3 times. A non-abbott guide wire was advanced to the first diagonal artery and then the 3.5x28 mm xience proa stent was deployed at the mid lad without issue. Kissing balloon technique was performed using a 3.0x15 mm non-abbott balloon to the first diagonal and 3.5x23 mm balloon to mid lad and angiography still showed mid lad perforation. The perforation was treated with prolonged balloon dilatation with a non-abbott 3.0x15 mm balloon for 10 minutes. The final angiogram revealed good angiographic result with timi 3 flow. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.